Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient's (pt's) son called an ambulance around 4:00 pm after the pt passed out and experienced a seizure sometime after the sensor was put on the arm. Due to the incident, the pt was unsure whether her dexcom device had recorded any readings or issued any alert notifications. The patient uses insulet omnipod5 in modified closed loop with both "receiver" and mobile device for display screens. Before the ambulance arrived, her son administered intranasal glucagon. Upon arrival, paramedics administered a glucose IV drip. The pt stated she was uncertain about the sequence of events and could not recall any dexcom readings at the time. She also mentioned that upon arrival at the hospital, she was not informed of her dexcom reading, nor was she aware if any fingerstick blood glucose tests were performed. The pt was hospitalized for two days, during which she received pain medication, glucose IV fluids, and electrolytes. She was discharged on (B)(6) 2025 at approximately 1:00 pm. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient's (pt's) son called an ambulance around 4:00 pm after the pt passed out and experienced a seizure sometime after the sensor was put on the arm. Due to the incident, the pt was unsure whether her dexcom device had recorded any readings or issued any alert notifications. The patient uses insulet omnipod5 in modified closed loop with both "receiver" and mobile device for display screens. Before the ambulance arrived, her son administered intranasal glucagon. Upon arrival, paramedics administered a glucose IV drip. The pt stated she was uncertain about the sequence of events and could not recall any dexcom readings at the time. She also mentioned that upon arrival at the hospital, she was not informed of her dexcom reading, nor was she aware if any fingerstick blood glucose tests were performed. The pt was hospitalized for two days, during which she received pain medication, glucose IV fluids, and electrolytes. She was discharged on (B)(6) 2025 at approximately 1:00 pm. It was reported that an unknown issue occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No additional patient or event information is available.